Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for in-clinic follow up after a vibratory alter was delivered by the implantable cardioverter defibrillator. Upon interrogation it was noted that the device was in backup operation as a result of reset for cybersecurity upgrade which had not been performed. The device was successfully restored, reprogrammed, and cybersecurity upgrade performed. The patient was asymptomatic.